Manufacturer narrative:
(B)(4).

Event description:
Two weeks prior to the date of this report, the pump site "turned red" and there were "red streaks" on the patient's stomach. The patient had cellulitis but it was not related to the pump. The patient underwent orthopedic surgery. The date of the surgery was not reported. During the surgery, the physician "moved" the catheter. The catheter "came loose" and the physician re-attached it. Since the surgery, the pump "hasn't worked right." The patient planned to discuss pump longevity and pump explant. Additional information has been requested from the hcp, but was not available as of the date of this report. The pump medication was not reported.